Event description:
It was reported that when opening a port catheter insertion kit, the kit was allegedly packaged with an incorrect tunneler component. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. Investigation summary: one tunneler and seven unopened powerport MRI isp 9.6f silicone s/l catheter kits were returned for evaluation. Gross visual and dimensional evaluations were performed and found that there was not a conical tip on the tunneler. Specifically, the investigation is confirmed for a tunneler mix-up, as gross evaluation showed an incorrect tunneler returned in place of the correct tunneler. Dimensional evaluation on the lone tunneler showed measurements that are consistent with part #516728. This part has been identified in as an incorrect component packaged in powerport lot recu0481. The seven packaged kits all had the lot number recu0481. The confirmed failure mode is a known issue for this lot. The most likely root cause of the incorrect tunneler being placed in the kit is a mix-up at the supplier; additionally, applicable corrective and/or preventative actions for incorrect tunneler in the port kit for powerport® isp m.r.I. Implantable port at bard reynosa were issued. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. PMA/510k. Device evaluated by MFR (results), (conclusion).

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that when opening a port catheter insertion kit, the kit was allegedly packaged with an incorrect tunneler component. There was no patient contact.